Event description:
A surgeon reported that the intraocular pressure compensation from a retinal system was not functional during a procedure. Regarding this male patient, he was operated on for a retinal detachment. At the time of the vitrectomy, the iop compensation did not work leading to sharp decrease in eye tonus to 3. The surgeon waited for the iop to increase and exchanged the system to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).